Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple invalid transmitter ID alerts. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer changed the transmitter to resolve the reported issue. A replacement transmitter was sent to the customer.